Manufacturer narrative:
Follow-up # 1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was exercised for 24 hours with no alarms, or re-boots occurring. There were no defects found with the power circuit. The pump electrical current draws were found to be within specifications. A review of the pump history revealed multiple replace battery alarms associated with low voltage. Unrelated to the complaint, the pump was found to exhibit a battery compartment crack. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filled. No conclusions can be drawn at this time. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(4)

Event description:
This complaint is being reported as a malfunction due to an alleged power issue with the animas pump. Reportedly, the animas battery icon is full and goes dead with any warning. During troubleshooting, the patient noted that the battery type and setting match, the battery was replaced on the day of, no corrosion or moisture in the battery compartment and the battery cap is secure. The alarm history reveals replace battery code 128-fb88 on (B)(6) 2011. Replace battery code 128-6766 appears on (B)(6) 2011. There was no reported patient impact associated with this complaint.